Event description:
Two days following ICD implant, patient presented to the hospital with complaints of pain at the ICD site. Antibiotics were prescribed for possible infection. Patient returned to the hospital on (B)(6) 2019 with pain, swelling, and redness around the ICD site. Patient was found to be hypotensive. Patient underwent emergency pericardial window procedure on (B)(6) 2019; pericardial effusion, cardiac tamponade, and hematoma observed. System remains actively implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.